Manufacturer narrative:
The investigation for the positioning issue and the access site bleed has been completed. The pump was not returned for investigation. During the placement of the repositioning sheath, the impella was inadvertently pulled back into the aorta, and subsequent attempts to cross the valve were unsuccessful. The pump was successfully reinserted in second attempt. Significant bleeding was observed after placing the repositioning sheath with the forward tension suture in place. The bleeding did not slow down even after placing a femstop. The catheter was removed, and imaging revealed a smaller vessel and a pseudoaneurysm at the right femoral artery (rfa). The cause of the positioning issue was most likely use related since pump was pulled out while during repo sheath placement. The cause of the access site bleeding issue was most likely patient condition related to small vessel. H6 impact code 4627 changed to 4629.

Event description:
The complainant reported that the impella cp was inserted and impella peel away sheath was removed from the groin and repositioning sheath placed. Impella pulled back into the aorta during repositioning sheath insertion. Impella cp turned to p-0 and sheath and impella pulled out, separately, not as one unit. The wire was still in the vessel. Impella removed off 0.035 wire and placed in heparinized saline. New 14f peel away sheath inserted. Pigtail and wire used to cross aortic valve. Wire exchanged through pigtail and pigtail removed. Impella cleaned once more and inserted back into the patient over 0.018 wire. Inserted into lv and wire removed. Wire sent up to aortic valve through side port for impella placement check. Contrast connected to side port after wire was removed to check flow down the leg. The first image repositioning sheath was pulled out of the vessel and contrast injected into tissue between vessel and skin. Repositioning sheath reinserted into vessel and run off shot completed with flows down the leg noted. Sheath sutured in place with forward tension sutures. Significant oozing from site did not slow down after 20 minutes of manual pressure above sheath site. Femstop placed at above access site and patient taken to ICU. Significant bleeding noted in ICU, impella repositioning sheath pushed out of vessel by femstop. Femstop taken down but the physician and advanced back into the patient with significant bleeding noted. Patient began to show signs of bruising and bleeding into the testicles. Emergently taken to operating room for 5.5 placement. Impella cp pulled out of groin with balloon tamponade. Imaging done of the right femoral artery (rfa) showed a small feeder vessel. Femstop re applied to rfa after 25 minutes of on and off balloon tamponade. Femstop was removed in ccl 2 hours post deployment for ppci.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿